Event description:
It was reported that the user received an insulin occlusion alert during a meal announcement while using an infusion set with a contact detach configuration, resulting in only 75% of the meal dose being delivered and a blood glucose reading of 124 mg/dl at the time. Symptoms included no reported clinical effects. Outcomes included no reported impact on health, no medical intervention beyond routine troubleshooting, and no hospitalization. Investigation included user interview and troubleshooting and education with confirmation of proper insulin flow through the infusion set and resumption of insulin delivery. Investigation of this case revealed that the occlusion resolved following supply replacement and that the device subsequently delivered insulin as intended. It was concluded that the event was consistent with an insulin flow occlusion that resolved after supply change, with no adverse health effects reported.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.